Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. Visual inspection of the q2 controller found that the warranty seal is not broken and in its original condition. No visible manufacturing abnormalities were found. During functional evaluation the unit was powered-on and immediately a hardware failure f4 came up with an acoustical sound and the red attention led; the failure could not be reset. The complaint was confirmed and the root cause was associated with design; factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event include a power surge in the controller or failure of an internal component. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A corrective action has been initiated to mitigate future recurrence of similar events. Correction in health effect - impact code.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during a shoulder scope, internal to the patient, the quantum controller had a hardware error. The procedure was completed without delay using a competitor device (arthrex cool cut). No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.